Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the pump was not responding to down arrow button presses. The pt also claimed that the keypad was not peeling or damaged. The pt denied that the device was exposed to moisture.

Manufacturer narrative:
The pump has not been returned to animas for eval. Eval revealed that the pump was intermittently not responding to up, down, and ok button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The up, down, and ok button contacts also were observed to be inverted and were not always springing back. The keypad appeared to be intact with no lifting or peeling.